Event description:
It was reported that the customer passed away. The customer had been having complications with his diabetes and kidneys prior to his death, and was admitted to the hospital one week prior due to pneumonia. The customer was not wearing the insulin pump at the time of his death as the hospital had removed it at the time of admission. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device caused or contributed to the event as no product has been returned. A request to return the device has been made and no further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump did not have a battery when received. All operating currents are within specification. Off/no power alarm functions properly. The insulin pump passed displacement test and self test. The insulin pump was unable to prime during prime test. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump alarmed after battery change and error test. Unable to determine root cause of prime/fill anomaly and alarms due to the insulin pump's preservation. The insulin pump had a scratched display window and cracked reservoir tube lip.